Manufacturer narrative:
G4: 02nov2020 b4: (b)6))2020 the device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer had already replaced the backlight inverter and the lcd. The rse reviewed the signal path sequence table, which identifies only the backlight inverter. The rse advised the customer to swap in a gui assembly for troubleshooting. A philips field service engineer (fse) was dispatched to the customer site, and the issue was confirmed. The fse replaced the display assembly, adjusted, and checked the backlight and converter to resolve the reported issue. The device passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported a ventilator with a dim display. There was no patient involvement or harm.